Event description:
A balloon would not inflate during an angioplasty of a highly calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering eval revealed a pin-hole leak one centimeter proximal to the distal radiopaque marker. The device surface displayed scratches. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co follow up indicated that the balloon surface may have been cut during initial advancement by the sharp calcification. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon's surface. It was indicated this device was used in a calcified lesion which co believes contributed to this event and does not attribute it to device. Co's directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Deflate the balloon. Do not reinflate and remove carefully".